Event description:
It was reported through a product return that the patient's ipg was giving high impedance readings. The lead was tested and found to be normal. A new ipg was implanted and impedance readings were still over 4,000 ohms, indicating a malfunction of the lead. The site was reopened and a new lead implanted as well. Approximately one month later, it was reported that the patient was experiencing shocking sensations repeatedly in the months before the explant. The first time she lost two settings on her device and received a shock. The second time she lost all of her settings and received a shock. Prior to this the patient had loss of therapeutic effect and could not feel any stimulation sensation - the "impulses were not working". Reprogramming seemed to help until the first shocking event. It was stated that during explant of the device fluid was observed in the ipg case. The patient's current device is functioning normally and no further complications have been reported.

Manufacturer narrative:
Final device analysis revealed no anomalies on the ipg. The analysis of the lead revealed a reliability non-conformance. All conductors were broken.